Event description:
Sharps dart locking mechanism does not remain permanently locked. Part and lot numbers involved: ms-64250 - 1011735 and 1012015. 64250 - 1011532, 1011528, 1011581, 1011585, 1011955, 1011967, 1012051, and 1012206.